Event description:
The pt reported that as she was removing the insulin cartridge from her infusion device this morning, she noticed a little drip of insulin coming out of the cartridge. She stated she dried out the compartment with a cotton swab but then could not place the cartridge back into her infusion device. She said the cartridge will not go in over the piston rod although the piston rod does not appear to be tilted. She stated she may have "applied too much pressure to the piston rod when I was cleaning it with a cotton swab." The pt did not report blood glucose concerns related to this issue. The pt did not require medical assistance from a healthcare professional or second party to address the issue. The product was replaced and requested to be returned for evaluation.